Event description:
It was reported that during a colectomy procedure, the stapler fired but the staples were not formed, so the anastomosis remained opened. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: how was the anastomosis closed? Manually. How was the case completed? Anastomosis was manually closed and the patient was well. What device was used for the proximal and distal transaction? What color reload? It was a circular device. What purse string technique was used by the surgeon? (Ex. Hand tied purse string, purse string device) - hand tied purse string. How was the purse string placed, by hand or with an assist device? By hand. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No, it does not fired correctly. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) It was made manually. Did the operation change significantly as a result of the device issue? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was received with only seven staples present in the pockets. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.